Event description:
A personal injury attorney, on behalf of patient, has initiated litigation against dexcom, based upon the patient¿s allegation that the user¿s g6 receiver allegedly failed to notify or sound an alarm. The user claims injuries including but not limited to prolonged hyperglycemia. The patient alleges she required emergency hospital care for treatment. Despite additional requests for information, no further information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.